Event description:
The patient is reportedly experiencing swelling, pain and soreness at the implant site. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Patient is currently taking aspirin to help relieve the pain. Doctor is concerned that implant may be migrating and that there is a potential for infection around hardware. Surgery to clean the implant site is being considered.